Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported patient experienced ineffective therapy due to lead migration of the t10 lead and was able to confirm via x-ray. It was reported the lead exhibited high impedances too. As such surgical intervention was undertaken wherein the t10 lead was replaced but the other t6 lead was unable to be replaced due to excessive scar tissue and as such explanted. Along with other leads. Therapy was restored following the procedure.